Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: type of investigation code was added: 3331. DHR review was completed for the subject lot number 63872504. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record st# (B)(4) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 63872504 for similar events and no other complaint was identified. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the patient felt an abscess around the implant at tooth site #26 and came to the outpatient clinic for examination. Inflammation and infection were found, so the implant was removed. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier: (B)(6). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.